Event description:
It was reported that the interpulse handpiece with coaxial fan spray tip was being used in a total knee procedure when the tip shattered and fell into the surgical site. It was confirmed with the manufacturer's sales representative that the tip was not left in the patient. Attempts to obtain additional information regarding the method used to remove the tip fragments were made, but were not successful. It was confirmed with the manufacturer's sales representative that the tip was not left in the patient. The procedure was completed successfully, with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Device quarantined by user facility.